Event description:
It was reported that the device may have depleted prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: competitor implantable pacing lead (B)(6) 2008; 6947 implantable defib lead (B)(6) 2007. (B)(4).